Event description:
Tech alleged that the bed would drift into trendelenburg.

Manufacturer narrative:
Tech found that the gas springs were leaking fluid. Tech replaced the gas springs and this resolved the drift.